Manufacturer narrative:
Initial and final (B)(4) - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced six events of infusion set kinked cannula from 03-aug-2023. The events occurred within three hours of insertion. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.